Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures, however; an internal short was noted between conductors due to overtorqued inner coil.

Event description:
It was reported that, loss of capture was observed on the right atrial (ra) lead. Ra lead dislodgement was suspected. The device was reprogrammed as an interim intervention. During the revision procedure, ra helix rotation issues were noted. The ra lead was explanted and replaced to resolve this event. The patient was stable with no consequences.